Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch verio2 meter was reading inaccurately high compared to another meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue began on (B)(6) 2016 at 9am when she allegedly obtained a blood glucose result of 143mg/dl using the subject device compared to a reading of 123mg/dl using her husband¿s accuchek meter, within 30 minutes of each other. Based on statistical methodology, the difference between these results falls within lifescan¿s criteria for accuracy. The patient reportedly manages her diabetes using insulin (self-adjuster) and reportedly took her usual dose of 80 units after the alleged issue began. It is unclear if the patient took additional insulin 30 minutes later. The patient claimed experiencing symptoms of ¿shaky and stomach upset¿ approximately 30 minutes after the alleged issue began, and reportedly self-treated by consuming additional food and /or drink (chocolate) in response to the reported issue. The patient confirmed that her blood glucose was not measured using any another device at the time of the reported event. At the time of troubleshooting, the csr noted that an approved sample site was being used and the meter was set to the correct unit of measure. Return of the subject device was requested for investigation and replacement products have been sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.